Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID n EU_recharger_acc, serial# unknown, product type: recharger; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient could not get more than two coupling boxes on the recharger post-operatively. It was noted the patient programmer communicated normally and still did. They tried a different recharger and the patient is able to recharge but only gets two coupling boxes with both rechargers. It was noted the stimulator might be flipped. Later it was reported that an x-ray was taken and the stimulator appeared to be upside down. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.